Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a follow up. The pulse generator exhibited inappropriate mode switch episodes and it appeared that the device was sensing noise on the atrial channel. No patient symptoms were reported.